Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was admitted to the hospital with uncontrolled seizures. The patient had a previous medical history of seizures, but they had been controlled. The reporter was calling to have someone come and check the pump status to confirm pump operation. Contacting the patient¿s managing physician was also discussed.